Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation finding, conclusion), h11. It was reported by the customer that during use the cardiosave intra aortic balloon pump (iabp) had a gas loss alarm. Patient involved and no harm reported. (B)(6), an ICU rn, called and stated, ¿it was reading gas loss, and it was putting the machine in standby and the only way I could get it run is to override and hit start. The helium tank is halfway full, and I wasn¿t sure if that is why it went off.¿ she did not utilize the help screen or the iab fill key. Advised her verify there was no blood in the helium tubing, all connections were secure and appropriate and that there were no visible kinks in the line. Explained the nature of the alarm and based on the information she/he gave the patient¿s hemodynamics and clinical picture; the alarm was likely caused by ttm use and re warming. Encouraged (B)(6) to call to troubleshoot together. She was appreciative of the support, and did not hear from her again throughout her shift. In future if we receive any new information will reopen and update the investigation.

Manufacturer narrative:
Corrected fields - f11 (report sent to FDA) & f13 (report sent to manufacturer) in initial emdr these fields were captured incorrectly.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval), g3, g6, h2, h3, h11. Corrected fields: h6 (medical device ¿ problem code).

Event description:
It was reported by customer, during use on patient cardiosave intra-aortic balloon pump (iabp) experienced gas loss alarm and no patient harm or injury was reported.

Manufacturer narrative:
Due to character limitations in e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.